Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the reservoir was leaking and there was fluid visible under the display. Blood glucose level at the time of the incident was 150 mg/dl. Blood glucose level on the morning of the call was 178 mg/dl. The reservoir was not replaced or returned for analysis.